Event description:
It was reported that the right ventricular lead had an electrogram consistent with 60 hertz electro-magnetic interference (emi) leakage current exposure and due to the oversensing of noise, a lead integrity alert was triggered. The source of the emi exposure is unknown. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.